Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Corrected information: h6

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/26/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, the following was obtained: * if possible, please confirm the number of patients/procedures affected by this issue. * how many devices demonstrated the alleged deficiency on each involved patient event? * were there any patient consequences? *were there any unexpected outcomes or complications as a result of the prolonged surgery time? *was there any change in the patient¿s post-operative care due to the prolonged procedure? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. - no patient consequence. - the customer cannot provide further information regarding the other recurrent cases. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ophthalmic surgery on an unknown date and suture was used. It was reported easier wire breakage when tightening knots with increased fragility. Time loss approx. 30 min. Reoccurring issue. Additional information was requested.